Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint february 24, 2015. Device evaluation was completed on april 28, 2015. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter was also tested; error 2, 4 and 5 messages observed in the error log, but the error was not reproduced during the investigation. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their one touch verio 2 meter had displayed an unknown error message displayed. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred in (B)(6) on ¿(B)(6) 2015 in the am¿. The patient manages his diabetes with a combination of diabetes medications including (lantus, metformin and repaglinide) .on ¿(B)(6) 2015 in the am¿ the patient reported that he decreased his medication of ¿lantus from 44 units to 42 units before bedtime¿ in response as a result of the error message appearing. The patient denied developing any symptoms and no medical intervention was specified. At the time of troubleshooting the cca noted that the issue was resolved when walked through a retest. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Based on the information provided, the patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions.